Event description:
The customer reported to olympus that the gastrointestinal videoscope had a blurry image. The issue was found during preparation for use for the therapeutic procedure. The intended procedure was completed with another similar device. There was no delay or patient harm reported. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and air/water cylinder both have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: the suction cylinder has no color, due to damage on charge-coupled device unit, brightness is uneven when halation occur, due to damage on nozzle, amount of water contact does not meet the standard value, the plastic distal end cover was shaved, the adhesive on the bending section cover has a crack, and the connecting tube has a scratch. It is most likely that the reported event was due to insufficient reprocessing. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing was noted as a one (1) hour delay. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The facility noted that there were no abnormalities on the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. It is likely the foreign matter remained due to customer deviating from reprocessing steps listed in the instructions for use (IFU). The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.